Manufacturer narrative:
This report is submitted on june 8, 2023.

Event description:
Per the clinic, the implant magnet was explanted for unspecific medical reasons. The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 06, 2023 was filed inadvertently. General anesthesia was not used for the explant surgery. This report is submitted on october 03, 2023.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 08, 2023 was filed inadvertently. Both the magnet and implant was explanted on (B)(6) 2023 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 06, 2023.